Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. On (B)(6) 2020, the patient stated that he fainted and when he woke up in an ambulance a paramedic was testing his bg. Once at the hospital he was given a ginger ale and his bg started to go back up. He was then given a sandwich. He remained at the hospital for 5 and a half hours and was sent home with his bg at 11.6 mmol/l. The cgm reading at some point was reported as 7.1 mmol/l but it was not indicated when that value was checked. No additional medication was administered or provided to him on his trip back home. At the time of the report the patient stated he was feeling fine at home. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.